Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable low crep2 creatinine plus ver.2 result for 1 patient tested on a cobas integra 400 plus. Before the patient had dialysis, the crep2 result from sample a was 13.1 mg/l. After the patient had dialysis, the crep2 result from sample b was 20 mg/l. The primary tube for sample a was sent to another laboratory and on (B)(6) 2019 the crep2 result from an unspecified cobas instrument was 76.86 mg/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 38876501 with an expiration date that was requested but was not provided. The calibration and qc history showed acceptable results. The customer performed a repeatability study with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The calibration data and qc data are within specification, which excludes a product problem. Hardware checks were also within specification, a hardware problem could not be confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.